Event description:
Robotic hysterectomy - "dr (B)(6), during the procedure the balloon on the trocar busted and several strings unwound off of the cannula, the same model of trocar was used to replace the first trocar and the procedure ws completed w/o further problems."

Manufacturer narrative:
Investigation summary: the incident product was not returned for eval. In the absence of the subject device, it is not possible to determine the root cause of the incident. During the mfg process, all balloon trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Any type of interaction with a sharp object can compromise the integrity of the trocar balloon or the integrity of the winding suture. The instructions for use contains a warning not to overinflate the balloon or allow sharp instruments or objects to come into contact with the balloon. Similar failure modes can be recreated by over inflating the balloon or damaging the balloon using sharp tipped surgical clamps. Attention should also be paid to the positioning of the trocar and the remote center placement on the robotic arm. If the remote center (center point of the robotic arm movement) is not properly positioned within the abdominal wall excessive force is placed upon the trocar and upon balloon as the robotic arm is manipulated. The string described is a single piece of polyester thread that secures the balloon onto the cannula. Our historical data shows a (B)(4) incident rate for thread unwinding in similar models; however, there has been only (B)(4) for model cfr73. The root cause of the unwound thread could not be determined w/o the return of the product. This document represents our initial/final report.